Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates and drank orange juice to address bg. Customer¿s blood glucose was 203 mg/dl after addressing the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.